Manufacturer narrative:
Samples have not been received for eval. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. A root cause was not identified. (B)(4).

Event description:
A nurse reported dull blades were experienced during surgery. A second knife was used to complete the incisions. There were no pt injuries reported.